Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation. The allegation was undetermined. The probable cause could not be determined as the allegation was not found.